Event description:
Information received regarding the explanted device notes that the patient's heart rate was 37 bpm. The lead was found to be dislodged, possibly due to the patient's use of a walker, causing indirect tension on the leads secondary to upper arm movement.